Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was used in a procedure on (B)(6) 2012. According to the complainant, during the procedure the physician placed the coil behind the stone and attempted to trawl the stone down the ureter. At this time, a 2 inch section of the tip detached from the device inside the patient. There was no laser being used during the procedure. The physician scheduled another procedure to remove the device fragment from the patient and it was successfully retrieved during that time. The patient's condition following both the initial and follow up procedure was stable.

Manufacturer narrative:
(B)(6).